Event description:
An arteriotomy closure was attempted using the perclose proglide device in the right femoral artery. The physician was unable to achieve hemostasis using the perclose and held manual compression. A femstop was used to achieve hemostasis. Three weeks post procedure, the patient presented with a 3 cm occlusion around or distal to the original arteriotomy site. A CT scan showed heavy calcification to the arterial wall. The patient was referred to a surgeon and surgery was performed. Patient status is currently unk and no additional infomation is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.